Event description:
The web was deployed into the bt aneurysm. The web too large and web retrieval was attempted. We were unable to fully re-sheath the web inside the via microcatheter. The web was stuck at the distal tip of the via microcatheter after partially re-sheathing. Both the web + via were retrieved together.